Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 27mm valve was explanted at implant due to perivalvular leak. The team had decannulated the patient and administered protamine when it was determined that there was a large perivalvular leak somewhere near the right coronary cusp. The patient went back on bypass and was re-cannulated. A 25mm valve was implanted in replacement. The patient tolerated the procedure well and was brought to the recovery room in satisfactory condition. Per received records, this patient presented with severe aortic insufficiency. The patient had very stretchy tissues with a lot of elasticity, often characteristic of patients with aortic insufficiency. A 27mm valve was initially implanted. The team had decannulated the patient and administered protamine when it was determined that there was a large perivalvular leak somewhere near the right coronary cusp. There was a significant disruption near the nadir of the right coronary cusp. The patient went back on bypass, was re-cannulated and underwent valve replacement. The subvalvular area was reconstructed with teflon felt strips. The 27mm valve was explanted and replaced with a 25mm valve. There was a trivial perivalvular leak. The patient tolerated the procedure well and was brought to the recovery room in satisfactory condition. The patient was discharged on pod #7.

Manufacturer narrative:
Reference CAPA-20-00141.